Event description:
A malfunction was reported with the pump, displaying a malfunction code malf 0, and fault ID 0-0x2057. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.